Manufacturer narrative:
The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing suspected to be due to a lead fracture. This lead was surgically abandoned and replaced with no issue. No pacing inhibition was reported. No additional adverse patient effects were reported.